Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they have multiple devices that are not correctly identifying shockable rhythms as shockable. As a result, defibrillation therapy may not be available to a patient, if it was needed. There was no report of patient use associated with the reported event. Physio-control contacted the customer to request additional information on the devices and the events. No response has been received from the customer.